Event description:
It was reported the pt was having decreased efficacy. A rotor study was negative. The catheter study revealed the spinal segment had backed out of the spinal segment. There was also a collection of dye around the connector pin. No dye reached the tip of the catheter. X-ray revealed the entire spinal segment to be located in the subcutaneous space. The pt will eventually have a revision of this catheter and a repositioning of the pump (rotate the pump 180 degrees so that the cap points towards the midline.

Manufacturer narrative:
.